Event description:
It was reported the patient underwent a left total hip replacement. Subsequently, the patient dislocated, and a closed reduction was unsuccessful. The patient was revised approximately 6 weeks post-implantation due to the dislocation. During the revision the liner and head were exchanged. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 010000896, g7 10 deg e1 liner 36mm e, lot # 7563895. Item # 110010244, g7 osseoti 3 hole shell 52mm e, lot # 66526499. Item # 51-117090, tprlc 133 mp type1 bm ho 9.0, lot # 7563993. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed by a radiologist. The review identified two views of the left hip demonstrating a left total hip arthroplasty with superior dislocation of the femoral head. There is suggestion of posterior dislocation on the cross table lateral film. Patient body habitus limits evaluation. Sizing of the implant is appropriate and no anatomical or alignment factors could be seen that would lead to dislocation. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.